Event description:
It was reported that the left ventricular lead had pulled back out of place and was no longer capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.